Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A clinical nurse (cn) at the user facility reported that a blood leak occurred after initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. Blood test strips were used to confirm the presence of blood. The patient¿s blood was not rinsed back. The estimated blood loss (ebl) was noted as being approximately 350 cubic centimeters (cc). The patient¿s post treatment condition was fine. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient¿s treatment was discontinued. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.